Event description:
Reporter alleged glucose was 400mg/dl so paramedics were called and arrive one hour later it was reported paramedics meter read 40mg/dl and customer was given a glucose IV. A request was made for the return of the suspect device and replacement product was sent.